Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> examination of the returned instrument confirmed the complaint; unable to disassemble returned drill bit. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
It was reported that the drill shafts not working properly. The t handle was stuck in the connection. No surgical delay.